Manufacturer narrative:
Addition g4/g5. Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: improper component placement¿.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. It was reported that an aortic extender endoprosthesis was implanted proximal of a trunk ipsilateral leg endoprosthesis, unintentionally the left renal artery was obstructed about 90% by the aortic extender endoprosthesis and the blood flow was decreased. A stent was implanted in the left renal artery and the blood flow was improved. The patient tolerated the procedure.